Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"), was found to have neoplasm malignant ("cancer nos") and was found to have a pregnancy with contraceptive device (" pregnancy with essure:d.4 years old "). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, neoplasm malignant and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, neoplasm malignant, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, fatigue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pregnancy with essure:d.4 years old. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: pregnancy with essure: d.4 years old were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have neoplasm malignant ("cancer nos"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, neoplasm malignant and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, fatigue. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Event: cancer nos was added. On 10-oct-2019: no new information. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, fatigue. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, fatigue were added. Reporter information, patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.